Event description:
Revision surgery - the surgeon indicated he replaced the humeral socket and the liner due to the original prothesis being over lengthened. They replaced with a neutral humeral socket and 32mm semi constrained poly liner.

Manufacturer narrative:
The reason for this revision surgery was to replace a humeral socket and liner. The implants were in the patient for one year, 9 months and 7 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 54 prior complaints reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. The root cause might be due to the wrong implant selection. There was no information reported that evidences a material, design, or manufacturing problem with the product.